Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user fell on top of the ilet device, resulting in a cracked display that rendered the touchscreen inoperable. The user was instructed to and use backup therapy until the replacement ilet arrived. No symptoms, external assistance, or medical intervention occurred.